Manufacturer narrative:
Per the clinic, the patient sustained a head injury, which led to implant extrusion and infection in the implant surrounding areas. Subsequently, the patient was administered antibiotics for a duration of one month (type and specific date not reported).

Event description:
Per the clinic, the patient experienced an infection and extrusion of the implant (specific date not reported). The patient also has severe cholesteatoma on the mastoid cavity. Subsequently, the device was explanted on (B)(6) 2025, and it is unknown if there are plans to re-implant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.